Event description:
Litigation papers allege the following: after his surgery, patient began to experience problems in his right hip. This condition has not dissipated with time. Patient continues to suffer from persistent problems. These injuries may be permanent, and they may cause additional complications in the future.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.